Manufacturer narrative:
Steris received medwatch report (mw5147432) on november 21, 2023. Following receipt of the report, steris confirmed that an investigation for the reported event was previously completed and MDR #1528319-2023-00046 for the event was submitted on november 17, 2023. No additional issues have been reported.

Manufacturer narrative:
The capsule cup and catheter subject of the reported event were returned for evaluation and the capsule cup was found to be broken into two pieces contrary to the reported event which stated three. The catheter assembly was noted to be in good condition. Based on the review of the device, a root cause could not be determined. The instructions for use (IFU 731119) (page 1) states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. This device is compatible with an endoscope that has an accessory channel of 2.8mm or greater. Prior to clinical use, you should familiarize yourself with the advance® capsule endoscope delivery device." A complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the doctor went to release the pill camera to their advance endoscope delivery device and the capsule cup broke into three pieces inside the patient. Both the capsule cup and the pill cam had to be retrieved from the patient's stomach. The procedure was cancelled, and the patient was transferred to another facility for the procedure to be completed.